Event description:
Tampon falling apart inside the body- vagina [foreign body in reproductive tract] tampon falling apart [device breakage] consumer reported via e-mail that tampons are falling apart. No serious injury reported.

Manufacturer narrative:
07-jun-2021 product investigation results: no manufacturing cause identified based on investigation.

Manufacturer narrative:
07-jun-2021 product investigation results: no manufacturing cause identified based on investigation.

Event description:
Tampon falling apart inside the body- vagina [foreign body in reproductive tract]. Tampon falling apart [device breakage]. Case description: consumer reported via e-mail that tampons are falling apart. No serious injury reported.